Manufacturer narrative:
The fse confirmed the leak from the wbc bath overflow. He found debris clogging pv 15. The fse cleaned the debris resolving the wbc bath overflow leakage. (B)(4).

Event description:
The customer reported approximately 10 mls of fluid leaked from a wbc bath overflow in the coulter act diff 12 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.